Event description:
Unomedical reference number (B)(4). Event occurred in brazil . The patient's mother reported that two instances of infusion set tubing detachment. The site location where the infusion set was attached was the gluteus. The pump was located or worn in relation to the site in the patient's pants. The location of the detachment was the tubing connector. The infusion set had been in use for less than one day. No further information available.

Manufacturer narrative:
Device 1 of 2.